Event description:
It was reported that the patient presented for unrelated reasons. Upon review, the heart block patient's right ventricular lead exhibited high threshold. The patient was admitted to the hospital. Programming changes were performed. The lead was explanted and replaced. The patient was stable.